Manufacturer narrative:
Method - a review of the mfg records for the device has been conducted. Results - a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement; endoprosthesis: stent fracture.

Event description:
On (B)(6) 2004, the pt was implanted with gore excluder endoprosthesis for treatment of an abdominal aortic aneurysm. The pt tolerated the procedure. On (B)(6) 2011, the pt underwent a re-intervention to treat a suspected fracture of a previously implanted gore excluder trunk ipsilateral component. The physician believes there was a fracture of the trunk ipsilateral leg component at the bifurcation of the device. A gore excluder contralateral leg component was implanted to re-line the ipsilateral leg component. The pt tolerated the procedure. The gore associate present at the procedure reports that there was no endoleak detected. It is further reported that the aneurysm when originally treated measured 3.5 cm and measured 6.5 cm at the time of re-intervention.